Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the crosstalk oversensing event was sensed by the device.

Event description:
Session records were provided for review by abbott technical support for an unrelated event. Analysis of the session records indicated that the crosstalk oversensing was sensed by the device. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.